Event description:
It was reported by the pt's attorney of an alleged ring break adhesion and explant of mesh.

Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.